Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was failed to open. A technical support specialist closed the case, since issue has been resolved by the anz team. The system functioned as intended after the technical support specialist verified the device. .

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door was failed. The customer reported that the user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.